Event description:
The advocate stated, the customer received a blood glucose reading of 245 mg/dl from his contour meter and a reading of 107 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate returned the test strips for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the customer's returned reagent and found it to read an average of 3 mg/dl high, out of spec. Performance was satisfactory using retention reagent.